Event description:
Arjo was informed about a customer complaint with a maxi sky 2 ceiling lift and the loop sling involvement. Following the information provided, a patient was very anxious and reached her hands through the loops from the sling to the spreader bar. The staff were concerned the patient would injure herself so they stopped the transfer and told the patient to not put her hands to the spreader bar. The patient let go with her left hand but not the right one which led the spreader bar snapped hitting the one of the nurses in the head. The nurse fell to her knee, vomited and sustained a concussion. After the incident, an arjo service technician visited the customer to inspect the device. No device malfunction was found during the conducted inspection.

Event description:
Arjo was informed about an incident with a maxi sky 2 ceiling lift and a passive loop sling involvement. Following the information provided, a patient was very anxious during a transfer and while in the air she reached through the sling¿s loops to the spreader bar with her hands. The customer¿s staff stopped the transfer and asked the patient to not put her hands on the spreader bar. The patient released the spreader bar with her left hand but not the right hand. This caused that the spreader bar hit the nurse in the head. The nurse fell to her knee, vomited and sustained a concussion.